Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and confirmed the customer's reported issue. The stm noted that the iabp unit functions normally, however, there is no picture displayed. The stm replaced the video receiver board but the issue persisted. The stm replaced the dc to ac inverter board which resolved the issue. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during power up, the display for the cs300 intra-aortic balloon pump (iabp) was black and the keyboard leds are lit. There was no patient involved and no adverse event was reported.